Event description:
It was reported that a part of this insertable cardiac monitor (icm) device was sticking out of the incision site. It appeared the sutures used to close the incision did not dissolve properly, preventing the wound to properly heal. The patient underwent a surgical procedure to have this icm device replaced. No additional adverse patient effects were reported. The icm device is not expected to be returned.